Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, clicking/clanking noises, and elevated levels of metal ions. Update: (B)(6) 2013 - pfs and medical records received. Part/lot was provided. The actual dor was provided. There is no new additional information that would affect the existing MDR decision. Update rec'd(B)(6) 2013 - pfs and medical records received. Part/lot info given. After review of the medical records/operative notes it indicated metal debris, impingement between the stem and cup, cup anteversion, corrosion, stem anteversion, and leg length discrepancy. The stem, cup, and a screw are being added to this complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.